Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13681. It was reported that the right ventricular (rv) had been steadily rising and had marginal sensitivity. The physician suspected this was due to the patient's cardiac tissue and not due an issue with the quality of the lead. The patient presented for lead replacement procedure. The physician implanted the new rv lead first near the existing rv lead and confirmed that the tissue surround the lead was also delivering high thresholds and marginal sensitivity. The physician proceeded to implant the new lead on the septum with excellent threshold and sensing. The right atrial (ra) lead was also noted with low sensing, no sensing, and noise. The ra lead was capped and replaced, but the physician suspected the poor electrical values were due to the patient's cardiac tissue. The patient was stable.